Manufacturer narrative:
For the last calibration performed on (B)(6) 2020, there were no alarms. Upon review of the alarm trace, a sample short alarm was observed. The field service engineer determined the fluidics fitting from the measuring cell to the pinch valve was loose. A syringe seal and all pinch valve tubing were replaced. All measuring cell flow path fittings were tightened. Instrument checks were performed and all passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys estradiol iii assay on a cobas 8000 e 801 module. The initial values were reported outside of the laboratory to medical personnel. The samples were repeated on a second e 801 analyzer and these results were believed to be correct. The first sample initially resulted with an estradiol value of 1692 pg/ml. The sample was repeated twice on b)(6) 2020, resulting with values of 58.4 pg/ml and 59.5 pg/ml. The second sample initially resulted with an estradiol value of 1980 pg/ml. The sample was repeated three times on (B)(6) 2020, resulting with values of 71.7 pg/ml, 69.6 pg/ml, and 67.8 pg/ml. The estradiol reagent lot number was 44672200, with an expiration date of 31-dec-2020.